Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated that they had been caught in torrential rain then the screen gone out and insulin pump alarmed. Customer tried to change battery with screen coming back on bit being unreadable. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.